Manufacturer narrative:
The part number 10-81-75 is not lot controlled, so there is no serial number. The s5 roller pump cover is not lot controlled, so the manufacturing date is unknown. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filled on behalf of sorin group (B)(4). Sorin group received a report that the pump cover for the s5 roller pump was damaged and would cause the pump to stop. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Device discarded by customer.

Event description:
Sorin group received a report that the pump cover for the s5 roller pump was damaged and would cause the pump to stop. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). During the investigation, it was learned that the disinfectant used by the customer is not the one which was recommended in the instruction for use (IFU). Only alcohol-based hospital-grade hand disinfectants should be used to clean the covers to avoid damage. Use of a chemical agent not approved by the IFU resulted in damage to the plastic material of the pump covers. This information was shared with the customer, and the cleaning agent used has been changed. Replacement covers have been provided to the facility. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.